Event description:
The healthcare professional reported that during the procedure, the embotrap ii 5x33 revascularization device (et007533/25e092av) was impeded in the tip section of the microcatheter (mc) after the stent passed the microcatheter for a short section and could not advance any more. The physician only retracted the stent alone and found the distal end of the stent was kinked/bent. The physician switched to a new stent to complete the procedure. The microcatheter was not replaced. The procedure was prolonged about 10 minutes. Additional information received indicated that the event did not result in any undue procedural delay that could be considered clinically significant. The microcatheter used was a prowler select plus (606s255x). No additional devices were used with the microcatheter. The target vessel was the m1 artery. No relevant anatomical information was included. Continuous flush was maintained. The tip of the introducer was firmly installed into the hub of the microcatheter and locked with the rhv during device advancement. There was no break in material integrity at the site of the defect.

Manufacturer narrative:
Manufacturer¿s ref. (B)(4). The purpose of this MDR submission is to document the findings of the device investigation. The proximal coil is found kinked/bent and the distal coil of the device is found kinked/bent, which meets the applicable regulatory reporting criteria. Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Investigational summary: the device was returned to j&j medtech for further evaluation. A non-sterile embotrap ii 5x33 revasc. Dev. Was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and as described in the event, the radiopaque coil tip was found kinked. Additionally, the proximal radiopaque coil was found kinked as well. No damage was found on the stent. A functional test was performed. A lab sample prowler select plus microcatheter was flushed with a lab sample syringe, and the embotrap device was advanced smoothly without any resistance or friction through the microcatheter. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. Although the impeded condition of the stent could not be confirmed since the embotrap device was able to be advanced and retracted from the microcatheter without issues, the customer complaint is confirmed based on the kinked radiopaque coils. It should be noted that there is 100% inspection of stent integrity during manufacture; therefore, such damage could be a potential cause of advancement of the deployed device against an obstruction and subsequent torquing of the device. However, since it cannot be confirmed that the device was used in this way; the root cause for this complaint could not be confirmed. As part of j&j medtech quality process all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no internal action is required. The instructions for use (IFU) contain the following: ¿ remove the insertion tool with the preloaded device from the packaging hoop, taking care not to accidentally retract or advance the device from the insertion tool while doing so. ¿ insert the distal end of the insertion tool through the rhv of the microcatheter and wait until fluid is seen exiting the proximal end of the insertion tool, confirming that the device is flushed. Advance the insertion tool until it is fully seated in the hub of the microcatheter. Fully tighten the rhv to hold the insertion tool securely in position. ¿ confirm that the insertion tool is fully seated in the hub of the rhv before proceeding to advance the device. Advance the device until at least half of the shaft length has been inserted into the microcatheter, at which point the insertion tool may be removed. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.